Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Calcar was broken when the doctor was using g2 broach. After the doctor inserted the stem and did wiring, it was noted through x-ray pictures that the crack became larger and reached to the distal part of stem. G2 was replaced with solution to complete the case. The time of the surgery was extended more than 30 minutes.